Manufacturer narrative:
One micro-introducer sheath was returned and evaluated, confirming the sheath hub was separated from the shaft. The mi kit sheath hub molding sub-assembly travelers were reviewed. The subassemblies used in the build for the reported finished good lot were manufactured prior to an implementation of changes per a previous internal corrective action.

Event description:
As reported: part of the sheath sheared off into patient and requires surgery. Additional information received via medwatch from site received 02jan20: left heart catheter procedure was aborted after sheath was dislodged from body after placement. The sheath required surgical removal and a right common femoral artery repair by vascular surgery. Patient was transferred to ICU for stabilization and monitoring. Relevant tests/laboratory dates: nc myocardial perfusion (B)(6) 2019 other relevant history includes: elevated troponin, hypertension, chest pain, esrd on hemodialysis, coronary artery disease, a -fibrillation, sinus node dysfunction.